Event description:
Patient's mom called out stating IV is leaking. Upon assessment, mom had tissue at the port site where the tubing of the port connects to the hub part of the end of the port (not the needle end). I noted there was a crack and fluid was leaking. Clamped port and covered leaking section with gauze and notified team. Per mom, she was helping her up to the bathroom when she felt some wetness then realized it was the patient line leaking. Providers ordered blood cultures. De-accessed line, drew blood cultures, and heplocked the line.